Event description:
It was reported that there were sharp metal edges accessible due to a damaged IV pole. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.